Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the used of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A cut-down procedure was performed to suture the vessel and achieve hemostasis. There were no adverse pt sequelae reported. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has no yet been received.